Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's mother reported via phone call that the patient has experienced frequent low blood glucose events in the 30 mg/dl range. Troubleshooting was declined; the mother stated that the hypoglycemia was caused by addison's disease. The insulin pump was not returned for analysis.